Manufacturer narrative:
(B)(4).

Event description:
Patient said that she checked her device shortly after receiving shock treatments for her heart. The patient noticed por (power on reset) and the activities/emi that could be related to issue was shock therapy. Cardiac shock treatments due to heart fluttering. Patient said she had 4 treatments overall. Patient said that she may be a candidate for cardiac pacemaker. The patient noticed por in (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.